Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction insulin injection, and did not require third-party assistance. Customer reset pump with guidance from technical support, after which malfunction did not recur and customer was advised to continue using pump and call back if issue returned.